Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent echocardiogram on (B)(6) 2019. As a result, the cm mean was remained the same because the cm systolic was also 42 mmhg. Reportedly, the recalibration has resolved the issue and patient is taking regular approved readings.

Event description:
It was reported that the patient is receiving inaccurate sensor readings. As a result, surgical intervention will occur at a later date.